Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal did not deploy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned outside the loading device. Specs of blood was observed on the loading device. The tension spring assembly remained in the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and the tension spring assembly were removed from the loading device for observation. The seal was observed to be in tact, with no cracks or delaminations. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .223 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to deploy" but was confirmed for the analyzed failure mode "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. The hospital did not report any patient effects.